Manufacturer narrative:
Investigation pending. The returned device investigation is pending at the time of this MDR submission.

Event description:
During a laparoscopic cholecystectomy, surgical procedure, the surgeon could not press the trigger which was blocked. The clip was blocked into the jaws of the ml-10 multi-fire clip applier. The procedure was completed using another clip applier. The procedure and the anesthesia time was extended by five (5) mins. There was no harm to the patient. [Submitted MDR reference: 1223422-2017-00037, due to use of two clip appliers in the procedure].